Event description:
It was reported that the ilet device¿s screen assembly separated, described as the screen coming apart, while the user was on backup therapy and blood glucose was not impacted. Symptoms included no adverse health effects. Outcomes included no interruption of therapy requiring medical care and no hospitalization. Investigation included remote troubleshooting and education, verification of serial information, and shipment of a replacement device with return of the original expected. Investigation of this case revealed a device hardware issue involving screen bezel separation consistent with a mechanical enclosure failure of the display assembly. It was concluded, based on previously established findings for similar reports, that the cause was a product design or manufacturing-related mechanical failure of the screen bezel assembly.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.